Event description:
This pt presented with symptoms consistent with intracapsular rupture of right saline breast implant with MRI. Pt has capsular contracture in the left breast and is experiencing pain and tenderness of both breasts. The pt underwent bilateral open capsulectomies and removal of intact mammary implant, left side, removal of mammary implant material, right side.